Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: a case of suicide left ventricle following transcatheter aortic valve implantation associated with abnormal muscle bundles in the left ventricular outflow tract b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "a case of suicide left ventricle following transcatheter aortic valve implantation associated with abnormal muscle bundles in the left ventricular outflow tract", was reviewed. The article presented a case study of a 92-year-old female patient. It was reported that on an unknown date, a 25mm navitor valve was chosen for implant. Immediately after deployment, the patient's blood pressure dropped to 60s/30s mmhg and triggered catecholamine-resistant shock. No obstruction was confirmed via coronary angiography and aortography. Transesophageal echocardiography confirmed abnormal muscle bundles, systolic anterior mitral valve motion, left ventricular outflow tract obstruction, and severe mitral regurgitation indicating "suidcie left ventricle." Patient hemodynamics were stabilized through aggressive volume resuscitation, phenylephrine infusion, and right ventricular pacing. The patient status was reported discharge post-operative day 7. [The primary and corresponding author was (B)(6).

Manufacturer narrative:
As reported in a research article, a case of suicide left ventricle following transcatheter aortic valve implantation associated with abnormal muscle bundles in the left ventricular outflow tract. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incidents may be associated with the patient¿s underlying comorbidities, however, the exact cause cannot be determined. The reported unexpected medical intervention was result of case specific circumstances, as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.